Event description:
Customer reportedly received results of 300 mg/dl and 80 mg/dl within 10 minutes on the advantage sys. No actions taken based on device results. No blood glucose symptoms reported with these results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.